Event description:
The customer stated that his meter was reading erratically. While troubleshooting, he performed 2 control tests and received readings of 49 and 176 mg/dl. The normal control range is 94-130 mg/dl. The customer did not allege any adverse events due to the readings. The meter and test strips are to be returned for eval, and replacement products will be sent.